Manufacturer narrative:
A ge oec service representative investigated the issue and found a loose interconnect assembly, defective power control pcb, and defective high voltage cable assembly. All components were replaced. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had a described system lock-up that required a reboot of the system to restore functionality.